Event description:
The customer returned the colonovideoscope to the service center for an unrelated issue. During device analysis, the service repair technician found that the objective lens was dirty. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.